Event description:
The doctor was tunneling from the insertion point at midline (of the spine) to the side when the catheter apparently kinked and broke after a couple of days. The doctor was unable to withdraw the proximal portion of the catheter. That portion was left in the pt in the intraspinal area. Additional information has been requested from the user facility. Ballard medical products has no first hand knowledge of these allegations, but is relaying information received from outside sources pursuant to federal regulations.